Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a choroidal bleed as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported experiencing no phacoemulsification power in either sculpt or chop mode during a cataract procedure. The handpiece was exchanged to complete the case. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the surgeon reported the phaco handpiece failed. The phaco handpiece would not cut in sculpt or chop. The phaco handpiece was switched out and was totally fine. The nurse did not re-prime but just refilled the second handpiece. Additional information received noted the surgeon mentioned that one of her patients experienced a choroidal hemorrhage approximately 6 months ago. Additional information has been requested regarding the event with none received to date. Choroidal detachment has been reported to be related to hypotony and intraocular pressure (iop) fluctuation. Other intraoperative factors that can influence the likelihood of choroidal hemorrhage and may lead to a retinal detachment may include sudden rise in blood pressure, a positive valsalva maneuver such as coughing, straining, and squeezing of the lids by the patient, a tight lid speculum causing pressure on the globe, or vitreous loss during surgery. Under normal conditions, intraocular pressure pushes choroidal blood into the vortex veins. However, when there is a sudden decrease in iop, the blood coming from the anterior and posterior ciliary arteries cannot pass through the veins, causing blood to accumulate in the suprachoroidal space. The physiologic 1 to 3 mmhg pressure difference between the suprachoroidal and intraocular areas usually keeps blood from accumulating in the suprachoroidal space. When the globe is open, however, the pressure difference between the two areas decreases sharply. This may cause the vessels to rupture, allowing blood to escape and allowing the choroid to separate from the scleral wall. Several risk factors such as elevated intraocular pressure (iop), glaucoma, low sclera rigidity, high myopia, generalized atherosclerosis, hypertension, peripheral vascular diseases, liver disease, age, and increased axial length have been identified as potential contributors. Although suprachoroidal hemorrhages are associated with hypotony and intraoperative pressure (iop) fluctuations, in this case, major contributors to this event are unknown. The patient ocular and health history are unknown.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).